Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed, however the physician has informed that they believe that there was no evidence that equipment failure was involved.

Event description:
The customer has reported that during treatment the stereotactic frame moved, resulting in the treatment having to be halted. The posterior pins were still in position but the anterior pins were approx 2 inches above the original pin sites. The first treatment plan could no longer be used to complete the treatment. The patient underwent a second frame placement and MRI before receiving a recalculated treatment dose, calculated from the time the movement had been noted and the first treatment halted.

Manufacturer narrative:
Follow-up report #1 (16th october 2017): on (B)(6), (B)(6) (FDA medwatch) contacted elekta that there was no record of MDR 9612186-2017-00008 in the system. MDR 9612186-2017-00008 was submitted on 23 august 2017 and a receipt forwarded to (B)(6) on 16th october 2017. The submission was then checked by elekta in the new webtrader and the submission summary report was reviewed and it is noted that even though the submission was received the system failed it due to an error with field. This report is being re-submitted as follow-up report #. Initial report's narrative submitted on (B)(6) 2017: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed, however the physician has informed that they believe that there was no evidence that equipment failure was involved.

Event description:
The customer has reported that during treatment the stereotactic frame moved, resulting in the treatment having to be halted. The posterior pins were still in position but the anterior pins were approx 2 inches above the original pin sites. The first treatment plan could no longer be used to complete the treatment. The patient underwent a second frame placement and MRI before receiving a recalculated treatment dose, calculated from the time the movement had been noted and the first treatment halted.